Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light bulb does not light up sometimes. The issue occurred during set up/inspection for use. The device was inspected prior to use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of igniter and output socket is worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp does not light up due to poor contact of igniter. A definitive root cause could not be identified for the output socket is worn out and for poor contact of igniter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.